Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. The fse dispatched to the customer site did not identify any specific hardware or system malfunction capable of causing the analyzer to generate erroneous results. There is no evidence that the access accutni+3 was returned for evaluation. In conclusion, a definitive cause for this event could not be determined.

Event description:
The customer reported that a non-reproducible elevated troponin I (access accutni+3) result of 0.08 ng/ml was generated for one patient on the access2 section of the laboratory's dxc 600i integrated system (serial number (B)(4)). The customer reported that the patient had been sent to the ER (emergency room) where a troponin I result of <0.01 ng/ml was obtained by an unknown method. The customer indicated that the initial patient sample had been re-centrifuged and re-assayed for troponin I on the access2 section of the dxc 600i(serial number (B)(4)) and a result of <0.01 ng/ml had been generated. The customer indicated that the initial elevated access accutni+3 result was released from the laboratory and the patient was admitted to a hospital as a consequence. The customer reported that the primary sample was collected in a 5 ml lithium heparin tube with gel separator which was centrifuged for three minutes in an istat brand centrifuge. System performance indicators (e.g. Calibration, quality control, system check) for the system in question were acceptable at and around the time of this event. A beckman coulter fse (field service engineer) was dispatched to the customer site to evaluate the system.